Manufacturer narrative:
The reported 10mm endobutton cl, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the continuous loop was found to be frayed when removed from the packaging an exact root cause cannot be determined with confidence without the return of the device; however, factors that could have contributed to the reported event include: over handling of the device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
H10 h3, h6: one endobutton cl ultra 10mm not used in treatment, has been returned for evaluation. The information provided states: ¿during an unknown surgery, when the endobutton continuous loop was removed from the packet, it was found that it was already frayed¿. Visual assessment confirms complaint. The loop was frayed. An exact root cause cannot be determined with confidence. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted.

Event description:
It was reported that during an unknown surgery, when the endobutton continuous loop was removed from the packet, it was found that it was already frayed. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.